Event description:
I have many adverse reactions from the fasciablaster. My skin is loose, saggy and creepy on my neck, legs, and arms. I was in her clinical trial in (B)(6). From (B)(6). It was not a study at all. The data is not being studied, and there are no plans to study it. I had to go to the emergency room on (B)(6) after a blasting session because it raised my heart to 185 resting and gave me the worst headache I have ever had. My heart rate continues to be above the normal range. I am seeing a cardiologist who believes I have developed mitral valve prolapse, which is a side effect reported by others.